Event description:
Event description boston scientific received information that this right ventricular (rv) lead was dislodged with a loss of rv capture. The patient was bradycardic with a heart rate of 20-30 beats per minute, and was asymptomatic with this. With the device increased to maximum output there were still brief, intermittent episodes of capture. An x-ray confirmed lead dislodgement. A lead revision procedure was scheduled but has not been confirmed.